Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampon unraveled and the consumer had to manually remove a small piece of cotton from inside her. Consumer did seek medical and was diagnosed with an infection and discomfort. Medication was given to treat the infection and she was told to take tylenol for the discomfort. Consumer experienced irritation and infection.